Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. Increased capture threshold and pacing impedance was also observed on the rv lead. The device was reprogrammed to resolve the event until a revision procedure can be performed. A revision procedure is anticipated but not yet scheduled. The patient was in stable condition.